Manufacturer narrative:
The device history file for both the ecoin device (501774) including the sterile load history report (249-602) and the procedural kit lot (300-688) available at the implantation facility were reviewed and there were no related issues found. The device associated with the complaint was returned for investigation. The device passed all electrical tests. Based on the information provided, the patient has rheumatoid arthritis as well as peripheral vascular disease in their lower legs. Per ecoin physician manual (903-1225 rev. V5), under contraindications "poor surgical candidates: the ecoin should not be implanted in patients who are poor surgical candidates. Poor surgical candidates include those who have: venous disease/insufficiency in the lower leg." The ecoin device is used to treat urgency urinary incontinence. The cause of the impaired healing is due to patient selection as the patient is a poor surgical candidate.

Event description:
The patient reported impaired wound healing at the incision site as well as exposure of the ecoin device. The wound was treated, several rounds of antibiotics were prescribed, and the patient was referred to wound care. An explant procedure was performed on (B)(6) 2025, the wound was irrigated, and sutures were placed. The patient attended a post-operative appointment after the explant procedure where the sutures were removed and it was noted the wound was healing well.